Event description:
It was reported that the clinician was unable to determine if episodes on the electrocardiogram strips from the diagnostic monitor were real events or not. These episodes looked like noise and monitor could be undersensing. It was unknown if the patient was symptomatic at the time of the episodes. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.